Event description:
During service testing, the baxter repair technician reported an infusion pump with a failure code 814:04. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Details were not available regarding additional contact information.